Event description:
It was reported that an inquiry regarding this device longevity was sent to technical services (ts). There were reported out of range pace impedance measurements exhibited with the competitor lead and a new lead was going to be implanted. Technical services (ts) noted that there was no device data uploaded thus it was not possible to analyze possible premature battery depletion. Additional information noted that a revision took place and the device and competitor lead were replaced. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inquiry regarding this device longevity was sent to technical services (ts). There were reported out of range pace impedance measurements exhibited with the competitor lead and a new lead was going to be implanted. Technical services (ts) noted that there was no device data uploaded thus it was not possible to analyze possible premature battery depletion. Additional information noted that a revision took place and the device and competitor lead were replaced. No adverse patient effects were reported.